Manufacturer narrative:
(B)(4). Insulin pump received unable to perform the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system excessive no delivery test due to broken or detached end cap.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer's blood glucose level was 90 mg/dl. Customer also stated that there was back part of the reservoir compartment was broken and there was crack from one side of the front to the back. It was also reported that there was no damaged on reservoir lip ring. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to back using manual injections or pens as per doctor's instructions. The device will be returned for analysis.